Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 21503" was confirmed at power up. A review of the event history log revealed multiple occurrences "se 21503!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed plunger driver assembly. The plunger driver assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed system error 21503 during set-up in the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.